Event description:
On (B)(6) 2013, the reporter stated that the slide adapter broke which was attached to a needle holder. A permacath was being access for blood sampling and the tip of the device broke into the arterial port. The staff were unable to remove it from the port and the permacath had to be removed and replaced.

Manufacturer narrative:
No product return is anticipated. A complaint history check was performed and this is the first related complaint reported.